Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: review of the black box data revealed on power event recorded on may 06, 2014 after a sudden voltage drop. On examination, the battery compartment was noted to have a hairline crack at the seal. The battery cap that was returned with the pump for investigation was intact without damage and able to securely properly to the pump to maintain electrical connection. Electrical currents were evaluated and determined to be with required specifications. The pump was exercised for 24 hours without interruption in power. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components, including the power circuit. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.